Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The reservoir o-ring and compartment tested fine and no lock up noted during testing. The insulin pump was reset with correct time and date and monitored for 24 hours and no time and clock anomaly noted during testing. The insulin pump had missing end cap sticker, cracked display window corner, scratched lcd window and cracked reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump froze. The customer reported that the o-ring in the reservoir locked up and was not delivering insulin. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 109 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.